Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: one opened box with ten packets of product code vcp1059h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. H6 component code: g07002 - device from same lot/batch returned from user

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device qlbcrpw0 number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what are the procedure name(s)? Hip and spine. What was the size of the needle used? 36mm. Was the point of the needle retained in the patient? No. Where is the needle retained; in what structure? Needle in not retained in patient. Are there plans to remove the retained needle piece? See previous answers. Are there any patient consequences? No. Unfortunately they have discarded needles with broken tip, but they sent the box where they took needles to check. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Events for each procedure were submitted via (B)(4) and 2210968-2021-05273 (hip procedure).

Event description:
It was reported that the patient underwent a spine procedure on (B)(6) 2021 and the suture was used. During surgery, the point of the needle was broken. There is no needle retained in the patient. There were no patient consequences reported.